Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide had rust/corrosion. The following information was provided by the initial reporter: "bd safetyglide needle 18gx1.5" had rust on shaft of needle. Lot # 3114521 exp: 03/31/2028." Verbatim: rcc received a complaint via email. Email(s) attached. Event date: (B)(6) 2023. Event location: (B)(6). Event description: bd safetyglide needle 18gx1.5" had rust on shaft of needle. Lot # 3114521 exp: 03/31/2028. Harm to team member or patient? No. Product name: needle safety 18g x 1 1/2". Product ref: 305918. Lot number: 3114521. Bd customer account number: (B)(6). Further information provided by reporter: 1. Any sample or photo available for investigation? No if yes, are you able to provide the address of the facility for us to ship the return label? 2. What was the patient outcome? Not able to provide. 3. Was there a delay of, or change in, the course of treatment due to the event? Slight delay. 4. Did the issue happen during patient use? If yes, was there any injury? The needle was not used on the patient; no injury. 5. Did the event directly, or indirectly involve a patient or user? Indirectly; needle was intended for patient use but was not used on patient.